Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the white screen, which was reproduced. Evaluation found a failed processor printed circuit board (pcb) to be the cause of the condition. The processor pcb was replaced.

Event description:
It was reported that a spectrum pump displayed a white screen. Any patient involvement, injury or medical intervention is unknown.